Event description:
The iab was inserted into the pt on 3/26/98. On 3/27/98 after iabp for 15 hours, there were repeated "leak in iab" alarms from the system 97 pump. Since the pt was already hemodynamically stable and weaned off the iabp, the iab was removed. There was no blood inside the iab when the iab was removed. No second iab was inserted into the pt. (Event complications: none from the event - reported 4/2/98) (pt's current status: weaned off iabp - rpt'd 4/2/98.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the retruned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.